Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6), 2012, the patient underwent her second bronchial thermoplasty treatment to the left lower lobes. The procedure was completed successfully. Following the procedure, the patient experienced an event of severe asthma exacerbation, with symptoms including wheeze, chest tightness, and cough. The patient was treated with benzonatate/tessalon perle for this event. In addition, the patient experienced a headache following the procedure. The headache was treated with tylenol and resolved on the same day. Since the procedure, the patient used her inhaler and nebulizer as needed every 2 or 4 hours. As the patient's symptoms increased and were unrelieved by the rescue inhaler, the patient was advised to go to the emergency room (ER). On (B)(6), 2012, the patient visited the ER. While in the ER, the patient had an x-ray and was given several breathing treatments and solumedrol. It was noted that the patient is still taking tessalon perle to help reduce coughing. The patient was admitted into the hospital on (B)(6), 2012. The patient was discharged from the hospital on (B)(6), 2012. Baseline spirometry values: visit date: (B)(6), 2012. (B)(6).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent her second bronchial thermoplasty treatment to the left lower lobes. The procedure was completed successfully. Following the procedure, the patient experienced an event of severe asthma exacerbation, with symptoms including wheeze, chest tightness, and cough. The patient was treated with benzonatate/tessalon perle for this event. In addition, the patient experienced a headache following the procedure. The headache was treated with tylenol and resolved on the same day. Since the procedure, the patient used her inhaler and nebulizer as needed every 2 or 4 hours. As the patient's symptoms increased and were unrelieved by the rescue inhaler, the patient was advised to go to the emergency room (ER). On (B)(6) 2012, the patient visited the ER. While in the ER, the patient had an x-ray and was given several breathing treatments and solumedrol. It was noted that the patient is still taking tessalon perle to help reduce coughing. The patient was admitted into the hospital on (B)(6) 2012. The patient was discharged from the hospital on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.24, fev1 % predicted: 101.25, fvc: 3.68, fvc % predicted: 92.70. Post-bronchodilator: fev1: 3.28, fev1 % predicted: 102.50, fvc: 3.54, fvc % predicted: 89.17. Additional information received since (B)(6) 2012. The event of asthma exacerbation was considered resolved as on (B)(6) 2012.

Manufacturer narrative:
Additional information received since (B)(6) 2012 (B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and no anomalies were noted that could be related to this complaint. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Asthma exacerbation and headache are listed in the dfu as potential adverse events that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). Study source: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.